Event description:
It was reported while using bd insyte¿ autoguard¿ blood control the device was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's verbatim report, the component in which the needle was retracted was found to be damaged before use.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 29-dec-2022 investigation summary bd received an opened 24 gauge insyte autoguard blood control pro unit from lot 2047626 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed some material on the surface of the barrel. It was also noted that the barrel had been sheared. No other damage was noted to any of the other components. The damage appeared to be only cosmetic and would not affect the functionality of the device. Therefore, based off the visual inspection the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect that occurred due to a machine misalignment.

Manufacturer narrative:
Initial reporter phone # provided (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ blood control the device was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's verbatim report, the component in which the needle was retracted was found to be damaged before use.